Event description:
Knee revision surgery carried out due to infection. Cause of infections is unknown. The original implant procedure was carried out on (B)(6) 2009.

Manufacturer narrative:
Cause for the infection is unknown. The device history and sterilization records were reviewed. The product was manufactured to specifications.